Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent surgery under general anaesthesia on (B)(6) 2017, to have an internal magnet placed on the existing implant.